Manufacturer narrative:
Technical support (ts) troubleshot the issue and had the customer reboot switch 4 and the unit came back, no longer in comm loss.

Event description:
The customer reported that 8 beds are showing in communication loss (comm loss) at the central nurse's station (cns). There was no patient injury reported.